Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2017. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. This condition required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution board.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix the issue, stirrer motor, float assembly and distributor board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in nantes, france. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message related to stirring mechanism blocked/too slow, post-procedure. There was no patient involvement.